Event description:
Additional information was received from patient. Patient called back repeating events that has already been reported. Patient mentioned that they are having problem with their controller again. Caller mentioned that they are seeing battery low recharge controller or battery low replace controller batteries soon. Agent was not able to verify which message is appearing and will try to troubleshoot and call again this afternoon.

Manufacturer narrative:
B5: section updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient reported their controller quit yesterday evening. The patient said the screen was black and unresponsive. The agent walked the patient through removing the battery pack and plugging the controller into the ac power cord; the patient confirmed the controller powered on. The agent had the patient reinsert the battery and confirmed the green light was on above screen. The patient unlocked the controller and reported one battery was at 90% and the other was at 60%. The troubleshooting steps that were taken on the call resolved the issue. The pt called back stating that last night the controller froze up again. The pt said that the green light was still on, so they just let the controller charge all night. The pt said that this morning, the controller was all screwed up. The pt said that when they pressed the up/down arrows on the controller, the controller did goofy stuff. The pt said that then a software problem message screen appeared. The agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; the pt confirmed that the controller powered on. The agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; the pt confirmed seeing the controller light solid green. The agent had the pt unlock the controller; the pt saw the batteries screen with the controller at 100% and the ins at 60%. The agent had the pt initiate an ins recharging session. The pt saw recharging excellent indicated. The pt would continue to recharge the ins and call patient services back if further assistance was needed. The pt noted that they would usually recharge the ins to 80% in the evenings. No symptoms were reported.  Additional information was received from patient stating their controller went out when she was charging her ins last night. Today p atient is seeing overlapping screens on the controller pt reset her controller and verified the controller is 100% and the ins is 60%. Patient services (pss) is sending a request to repair for the controller. A replacement controller was sent out. No symptoms were reported. Additional information was received from patient stating they were told to call back once they received their replacement controller and someone would help walk them through getting it started. Patient stated they put their battery inside, and got to english for the language but then they do not think they did the other steps correctly and they cannot go back as now they just see connect the recharger. Agent walked patient through pairing steps and was able to successfully connect the controller to the implant. Patient stated they always get so antsy when they have to do stuff like this. Patient stated they probably should charge their 'paddle' as it was down a bit. Agent walked patient through changing date and time using the main menu. Patient had extreme difficulty following instructions on the call. Patient stated they will send old controller back next week and asked if they can use the same box or not. Agent reviewed information. Later, pt called back in reported they wanted to provide feedback. Agent stated they would disconnect the call so pt could leave feedback for the previous agent. Additional information was received from patient stating they were able to set up their controller but on saturday the controller was not able to work. Patient mentioned when they went to recharge their implant the screen would go around and around and would never charge the implant. Patient was in a charge session and controller showed checking the recharger. Agent asked and patient confirmed no visible damage to the recharger. Agent had patient stop the charge session, clean the controller port and recharger pins then start a charge session. Controller showed poor recharge quality, patient repositioned the recharger and controller showed 100% and implant red recharging with excellent quality. Agent informed patient to continue charging their implant. The troubleshooting steps taken on call resolved the issue. Additional information was received from patient stating they had to stop the charge because they had to use the bathroom. After using the bathroom they got a screen that kept going around saying looking for device. Patient mentioned they got a replacement controller. During the call patient reset the controller and cleaned the recharger and controller pins. Patient plugged the recharger and got excellent; agent reviewed best charging practices. Patient mentioned they usually got good. Controller was at 100% and implant was at 30%. Controller decreased to 90%. Patient had a lump or bump on the implant and the implant seemed like it was moving around in their back. Patient was feeling 'crappy' and had been sick for 3 weeks. Patient mentioned being sick had been depressing and they had anxiety. Agent redirected patient to their hcp to address the issue. Agent asked patient to grab their belt so they wouldn't have to manually hold the paddle over their implant then patient mentioned they never had a belt and would place the paddle in their underwear to charge the implant. A replacement belt was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received. B5 and h2 codes has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient stated they had met with mdt rep (B)(6) yesterday for rep rogramming and (B)(6) advised the patient to call for a new recharger. Patient stated it takes forever to charge the implant and they feel this has increased over the last couple of months and they have to sit perfectly still and can't hardly breathe while charging because if they barely move it "cranks off." Patient described that the belt is too much of a hassle so they tuck the paddle in their underwear and sometimes have to use their hand to hold it close. Patient added that one time they sat with a pillow against their back and it seemed to charge faster and noted it hurts how they have to sit while charging. Agent reviewed recharger best practices and confirmed no visible damage to the recharger. Agent asked clarifying questions on ins charge duration and patient indicated they charge from 30% to 70% or 80% and this takes longer than 30 or 40 minutes; patient was told by mdt rep the implant should charge 10% every 10 minutes; agent reviewed information. Patient stated they see poor recharge quality and reposition and reported still seeing a message about needing new batteries. A request was sent to repair for a replacement recharger. Patient called back with continuous issues charging their ins even with replacement equipment. Patient stated that they get frustrated trying to recharge and added that it takes forever to charge and to get it to the right spot. Patient mentioned that when recharging it is stuck in checking the recharger page. Patient said that last night it took an hour to charge up to 90%. Agent instructed patient to rest the controller. Agent had caller blow in controller port and wipe recharger pins to ensure no debris. Agent assisted patient to start recharging session. Controller battery at 80% and ins battery recharging excellent 60%. Patient recharge went to poor connection, mentioned that they do not use the belt because it's more trouble. Patient stated that they are holding the paddle. Patient stated that when they breathe wrong it will went to poor and they have to sit right to recharge. Patient added that their daughter put a dot on their hip (agent understood the dot is where the ins is.). Patient made a comment that they were programed last time on group c and it's taking more charge. Patient confirmed there was no recent falls and trauma. Patient made a comment that "they" will start giving a shot and "they" may do burning the nerves on their back. Patient added that it's hard for them to even walk anymore. By the end of the call the ins charge is at 70%. Agent reviewed information in best practices for recharging. Agent redirected patient to the hcp to further address the issue. Patient called back repeating information from previous call and that they are still unable to charge the implant. Patient mentioned that they can't get the controller to charge at all and that they have been sometimes using their old equipment in order to charge the implant. Patient noted that they received the recharger replacement a week ago but that did not help "worth a damn"; patient added that they got the recharger to work once but yesterday they couldn't get it to work or their old equipment to work. Patient stated that they get the screen that says trying to find device and that they tried today and it didn't work and they are sick of it. Patient reported they are down to 0% and that they had saw a message saying to replace the controller batteries and had told the mdt rep but they didn't seem concerned. Patient mentioned they don't want to hurt all day and have tried everything; patient added they have had a lot of trouble in the last month and are at their wits end and their back hurts and are pretty upset. Agent walked patient through a controller reset; patient said they got the battery low recharge implanted neurostimulator message. Agent had patient attempt a charge session; patient stated they were stuck on the checking recharger screen and that they had been stuck on that screen for 20 minutes this morning. Patient followed up saying that they tried their old recharger and got the same message. Agent had patient disconnect the recharger and inspect the controller port and recharger plug-in; patient found no damage. A replacement battery pack was sent out. Patient called in and reported that they received package however it included a non-functioning controller and what patient described as 2 dinky batteries. Patient noted seeing tftfk4262fpc-a1-e / nptt23ago13o551h. Patient commented their back is about to kill them because it hasn't been working in 2 days. While on hold the call was disconnected. Patient called back shortly then after stating they found the mdt battery pack. Patient put the battery pack in the controller and plug it into the wall. During the call back, patient mentioned about screen message about data lost, needing to set date and time and no d evice found on controller. Patient also confirmed seeing green light blinking on controller. Agent advised patient to monitor charging the controller and once controller fully charged to attempt to charge the implant. Agent added, if error occurs to give mdt a call back. Agent also reviewed charging information to patient.